Event description:
Dealer called in and stated the end user alleges that after moving for a while the power chair shuts down. Dealer states the end user alleges he lets the power chair sit for a couple minutes and then the unit will power back up and function correctly. Dealer states the end user alleges the power chair shut down outside of his home but he was able to power the unit back up to get to his destination. Dealer states there were no injuries associated with the incident.